Manufacturer narrative:
This information is based entirely on journal literature. The event occurred in the us. All information provided is included in this report. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: docekal jw, haigney mc, lee jc, needleman m. Repeat inappropriate defibrillator discharges following defibrillator implantation. What is the mechanism and treatment? Heartrhythm case rep. 2016;2(5):448-450.

Event description:
A journal article was reviewed which contained information regarding a patient developing pacing induced cardiomyopathy presumably due to the patient's implantable pulse generator (ipg). The ipg was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The patient then received an inappropriate shock when atrial fibrillation with rapid ventricular response resulted in ventricular fibrillation (vf) detection. At follow-up, reprogramming was attempted to resolve t-wave oversensing (twos). This was not successful and the patient later had a right ventricular (rv) lead revision to address the twos. Request for additional information will be made but without the device serial numbers, the manufacturing dates and unique device identifiers cannot be determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.